Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the implant had punctured through the inner plastic container compromising sterility. No patient harm was indicated. Attempts have been made but no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that inner cavity confirms the part has broken through the cavity. There was some dent to the outer package but the barrier was not broken. Review of the device history record found- (B)(4) was issued for cosmetic issues, parts were reworked and approved. (B)(4) was issued for gauge control sheet is automatically attached to the mhr. (B)(4) was issued for loose beads of coating, failed brush test. All parts were reworked and accepted. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.